Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction. It was reported the patient was having a massage when she fell off the table onto her device and felt a shock. The doctor was called who reportedly said the device should be fine.